Event description:
It was reported to medtronic minimed that the customer received a software error detected (pump error 53). The customer received pump error 54 (hal software error detected). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. No product return is required for mmt-1886.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self test and displacement test. Pump¿s history and trace files downloaded successfully using thump software. No pump error 53 alarms noted during testing. However, the history/trace download confirmed pump error 53(line number 450 file number 16) alarms on 09/19/2025 at 07:41:26.000 and pump error 54(line number 223 file number 32149) alarms on 09/19/2025 at 07:41:26.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The test sc1 cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, and stained keypad overlay. Pump error 53(line number 450 file number 16) alarms confirmed in the pump history/trace files on 09/19/2025 at 07:41:26.000 due to a hardware error as per global analysis (esf#3730112). Pump error 54(line number 223 file number 32149) alarms confirmed in the pump history/trace files on 09/19/2025 at 07:41:26.000 due to a hardware error as per global analysis (esf#(B)(4)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.